Manufacturer narrative:
A ge service representative performed an on site investigation. The voltage on power supply was evaluated and readjusted. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system displayed a communication failed error, and connection between the workstation and the c-arm was lost. Rebooting the system did not restore functionality. This indicates a system lock up. There is no report of death or serious injury.